Event description:
The clinician reported that 4 months after the dental implant was placed in ada site 6 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.